Manufacturer narrative:
H.6. Investigation summary: bd received fifteen unused 22 gauge angiocath units from lot 8071892 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical/mechanical damage to the adapter that could lead to a leak. Next, a leakage test was performed on the units and no leakage was observed. Based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were observed a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported that after catheter placement blood leakage occurred at the adapter with a bd angiocath¿ IV catheter. This occurred on 5 separate occasions, however, the patient information is unknown. The following information was provided by the initial reporter, translated from japanese to english: after catheter placement, blood leaked from the connection when connecting with infusion set. The issue occurred some times in some lots. Every time when the issue occurred, replaced by new angiocath.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after catheter placement blood leakage occurred at the adapter with a bd angiocath¿ IV catheter. This occurred on 5 separate occasions, however, the patient information is unknown. The following information was provided by the initial reporter, translated from japanese to english: after catheter placement, blood leaked from the connection when connecting with infusion set. The issue occurred some times in some lots. Every time when the issue occurred, replaced by new angiocath.